Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Part not returned.

Event description:
Medtronic received information that a fusion system became unresponsive when loading an exam outside of a procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: system manufacture date.